Manufacturer narrative:
Result of investigation: screen shots shows were both blower and the blower hardware controller on the main electronics are defective. All filters including the bronze filter were replaced and the technician also checked the o2 cell. The trouble shooting for tf 316 passed without anything unusual, while the 'insp block/valve test' for tf 401 manually stopped because it took more than an hour. Extremely fine salt within the facilities environment entered the system and into the blower assembly and inspiration valve, causing a build-up of debris which in-turn caused resistance to the blower rotation. This inturn cause the blower driver fet's on the main electronics damage due to overheating. As a resolution initiated a warranty replacement for both parts. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, screen shots were taken before and after the unit stop. Vyaire technical support suspected that the blower is not rotating anymore even manually switched on in the service menu and asked the customer to test the unit with a test blower and send the test results and log files. All filters were replaced and o2 cell was checked the trouble shooting for blower failure alarm passed without anything unusual, while the inspiration block/valve test manually stopped, and took more than an hour. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that during quick check the bellavista 1000 started to alarm on technical failure 316, "blower failure and technical failure 401 "inspiration valve or device leaky." The customer confirmed that there was no patient associated from this event.